Event description:
The device was used during a lower anterior resection procedure. Reportedly the instrument was difficult to open. The surgeon was able to remove the instrument and applied another device to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.